Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. The functional testing could not be performed due to this anomaly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 150mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.